Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse disconnected fluids, and was preparing to remove the triple lumen cvc when it was noted the product attached to the blue lumen was leaking blood. The nurse did not have the lumen clamped when the catheter was being removed, and the nurse states the orange portion inside of the product was stuck down, and blood was coming around it. The orange piece has since returned to being flush. The facility carries red curos caps, green curos caps, medline flush syringes, and bd glide syringes. It is unknown if any of these were applied to the product. The sales representative reports being able to replicate a stick down with a neutraclear and red curos cap, but the facility reports these are used for dialysis catheters and any hub that does not have a needleless connector on it. There was no patient harm.

Event description:
The customer reported a nurse disconnected fluids, and was preparing to remove the triple lumen cvc when it was noted the product attached to the blue lumen was leaking blood. The nurse did not have the lumen clamped when the catheter was being removed, and the nurse states the orange portion inside of the product was stuck down, and blood was coming around it. The orange piece has since returned to being flush. The facility carries red curos caps, green curos caps, medline flush syringes, and bd glide syringes. It is unknown if any of these were applied to the product. The sales representative reports being able to replicate a stick down with a neutraclear and red curos cap, but the facility reports these are used for dialysis catheters and any hub that does not have a needleless connector on it. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear attached to the blue lumen leaked blood was confirmed. Visual inspection showed that the orange piston had mostly returned to its disengaged position, confirming the customer report. The neutraclear (interior and exterior) was heavily contaminated with dried blood. In attempting to clean/decontaminate the connector it was not possible to fully flush the sample of the entrained blood. Therefore no further testing could be performed. The root cause for the customer¿s reported event was not identified.